Event description:
Ous MDR - during implant, the helix deployed as expected. After 2 yrs, "the stimulation threshold increase." On the x-ray, the screw has retracted. Therefore, the lead was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, a mechanical and an electrical inspection. The visual inspection showed abrasion marks on the lead insulation, which were most likely caused by friction forces due to the interaction with the ICD can. The insulation was still intact. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.